Event description:
It was reported that the insulin pump had an off no power alarm. Low battery alarm was not noted in the alarm history. Customer's blood glucose reading at the time of the call was 85 /dl. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No off no power anomaly noted. All operating currents are within specification. Off no power alarm function properly and passed self test. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube, stained end cap sticker, and cracked battery tube threads.